Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the analyzer was not sensing, it passed all bench checks, functional and system tests with no anomalies found. It was noted that no patient cables were returned with the analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not sensing at all. It was further noted that the impedance and thresholds were fine though. The analyzer was returned for service. No patient complications have been reported as a result of this event.